Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, during the diagnostic hysteroscopy phase of the procedure, the machine was moved about twelve inches inorder for the physician to have a clearer view of the screen. The system then went directly to ablation phase. The procedure was successfully completed using another of the same device and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, during the diagnostic hysteroscopy phase of the procedure, the machine was moved about twelve inches in order for the physician to have a clearer view of the screen. The system then went directly to ablation phase. The procedure was successfully completed using another of the same device and the patient's condition at the conclusion of the procedure was reported to be "fine".